Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic atrial beats (was found to have atrial ectopy during pregnancy) on (B)(6) 2020, surgery (bg-deformed metarsals b/l-had surgery on feet and had ongoing joint pains in lower limbs as compensatory but for last few months has had left arm pain, no obvious trauma, is right handed, intermittent pain in shoulder, elbow and wrist, no neck pain, no night symptoms, no pins and needles, no numbness, has dropped objects examination: no bony tenderness to spine, shoulder or wrist but some tenderness and pins and needles and numbness to hand when palpating elbow and tinels at elbow positive, sl reduced hand grip on left, no objective sensory loss, full rom to shoulder, elbow, wrist and hand diagnosis: suspected cubital tunnel syndrome) on (B)(6) 2019, hidradenitis (examination: red area about 1.5 cm across p88 sats98%) on (B)(6) 2017, perimenopause on (B)(6) 2017, parity 3 (3 normal deliveries) and multigravida (gravida 5 para 3 having had three normal vaginal deliveries and one medical top and one surgical top.). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On (B)(6) 2016, the patient experienced menstrual cramps ("cramp"). On (B)(6) 2017, the patient experienced menstruation irregular ("irregular periods"). On (B)(6) 2017, the patient experienced neuralgia ("neuropathic pain in her feet"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), iron deficiency anaemia ("iron deficiency anemia") and hot flush ("vasomotor symptoms"). On (B)(6) 2017, the patient experienced genital haemorrhage ("slightly heavy bleeding in the first couple of days"). On (B)(6) 2018, the patient experienced skin disorder ("skin and subcutaneous tissue disease nos") and arthralgia ("painful joints-upper limbs"). On (B)(6) 2019, the patient experienced pain in extremity ("left arm pain"). On (B)(6) 2019, the patient experienced pain menstrual ("worsening abdominal pain in her right and left iliac fossa which is related to her menstrual cycle. It starts a few days before and") and metrorrhagia ("spotting between her periods"). On (B)(6) 2019, the patient experienced breast tenderness ("left breast tenderness, inflamed and painful"). On (B)(6) 2019, the patient experienced syncope ("fainting episode"), menstrual disorder ("bleed with clots") and dizziness ("dizzy"). On (B)(6) 2019, the patient experienced endometriosis ("fair amount of endometriosis with bilateral deeply invasive deposits of endometriosis on both uterosacral ligaments"). On (B)(6) 2019, the patient experienced pelvic haematoma ("developed a pelvic haematoma which was managed conservatively"), urge incontinence ("urge incontinence") and bladder pain ("bladder pain"). On (B)(6) 2020, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced mood altered ("mood had became more labile"). The patient was treated with surgery (total laparoscopic hysterectomy and bso). Essure was removed on (B)(6) 2019. On (B)(6) 2017, the menstruation irregular had resolved. On (B)(6) 2019, the pelvic pain had resolved. At the time of the report, the menstrual cramps, neuralgia, menorrhagia, iron deficiency anaemia, mood altered, hot flush, genital haemorrhage, skin disorder, arthralgia, pain in extremity, pain menstrual, metrorrhagia, breast tenderness, syncope, menstrual disorder, dizziness, endometriosis and palpitations outcome was unknown and the pelvic haematoma, urge incontinence and bladder pain was resolving. The reporter provided no causality assessment for arthralgia, bladder pain, breast tenderness, dizziness, endometriosis, genital haemorrhage, hot flush, iron deficiency anaemia, menorrhagia, menstrual cramps, menstrual disorder, menstruation irregular, metrorrhagia, mood altered, neuralgia, pain in extremity, palpitations, pelvic haematoma, pelvic pain, skin disorder, syncope, urge incontinence and pain menstrual with essure. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac monitoring - on (B)(6) 2014: diagnosis: mild elevation and left ventricular end-diastolic volumes on cardiac MRI patient in 2011, whilst pregnant with a large amount of atrial ectopics during her 48-hour tape. On review of the transthoracic echocardiogram the left ventricular end-diastolic diameter was mildly elevated at 5.3 cm and review of the cardiac MRI with dr showed evidence of a right atrial web and bands within the right atrium although these seem to be of no obvious significance. The left ventricular end-diastolic volumes are mildly elevated but no obvious significant findings pointing towards a specific cardiomyopathy; on (B)(6) 2014: diagnoses: 1. Atrial bigeminy (during pregnancy) with structurally normal heart 2. Mild lv dilatation on MRI (93 ml normalised with good function MRI (B)(6) 2012; on (B)(6) 2016: diagnoses: 1. Atrial bigeminy during pregnancy 2. Structurally normal heart 3. Mild lv dilatation on MRI (93 mllm2 lv end-diastolic volume normalized to body surface area with good function on MRI (B)(6) 2012). Echocardiogram - on (B)(6) 2014: showed normal biventricular dimensions with good ventricular functions and the aorta appeared satisfactory. Electrocardiogram - on (B)(6) 2014: showed a sinus arrhythmia with a heart rate of around 38/min with no definite drop beats. Magnetic resonance imaging - on (B)(6) 2020: showed borderline lv dilatation and the possibility of an early cardiomyopathy was raised. She has remained asymptomatic. Pathology test - on (B)(6) 2019: surgical pathology report specimens: uterus, tubes, ovaries and cervix clinical history: menorrhagia. Essure device. Endometriosis macroscopic: on slicing the uterus, there is a metal coil in-situ in the endometrial cavity. Microscopic: the cervix is benign with mild inflammation. The endometrium is poorly fixed therefore difficult to date. Foci of adenomyosis are present in the myometrium. Both ovaries are within normal limits. Both fallopian tubes are benign, with paratubal cysts. There are no atypical features diagnosis: uterus, tubes, ovaries and cervix: adenomyosis. Ultrasound scan - on (B)(6) 2017: the left ovary measures 55 x 18 x 32 mm. It contains an anechoic, avascular, unilocular cyst measuring 32 x 15 x23 mm. The right ovary measures 26 x 26 x 19 mm and appears normal. There were no masses or free fluid in the pelvis. No tenderness on scanning impression: possible intramural fibroid. Left 32 mm simple cyst. Batch no b11715 manufacturing date: 2013-03 expiration date 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("device migration") in a 41 year-old female patient who had essure inserted (lot no. B11715). Additional non-serious events are detailed below. The patient had a medical history of ectopic atrial beats (was found to have atrial ectopy during pregnancy) on (B)(6) 2020, surgery (bg-deformed metarsals b/l-had surgery on feet and had ongoing joint pains in lower limbs as compensatory but for last few months has had left arm pain, no obvious trauma, is right handed, intermittent pain in shoulder, elbow and wrist, no neck pain, no night symptoms, no pins and needles, no numbness, has dropped objects examination: no bony tenderness to spine, shoulder or wrist but some tenderness and pins and needles and numbness to hand when palpating elbow and tinels at elbow positive, sl reduced hand grip on left, no objective sensory loss, full rom to shoulder, elbow, wrist and hand diagnosis: suspected cubital tunnel syndrome) on (B)(6) 2019, hidradenitis (examination: red area about 1.5 cm across p88 sats98%) and perimenopause in 2017 and multigravida (gravida 5 para 3 having had three normal vaginal deliveries and one medical top and one surgical top.) And parity 3 (3 normal deliveries). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 47 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced dysmenorrhoea ("cramp"). On (B)(6) 2017 she experienced menstruation irregular ("irregular periods"). On (B)(6) 2017 she experienced neuralgia ("neuropathic pain in her feet"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("menorrhagia"), iron deficiency anaemia ("iron deficiency anemia") and hot flush ("vasomotor symptoms"). On (B)(6) 2017 she experienced a first episode of genital haemorrhage ("slightly heavy bleeding in the first couple of days"). On (B)(6) 2018 she experienced skin disorder ("skin and subcutaneous tissue disease nos") and arthralgia ("painful joints-upper limbs"). On (B)(6) 2019 she experienced pain in extremity ("left arm pain"). On (B)(6) 2019 she experienced premenstrual pain ("worsening abdominal pain in her right and left iliac fossa which is related to her menstrual cycle. It starts a few days before and") and intermenstrual bleeding ("spotting between her periods"). On (B)(6) 2019 she experienced breast tenderness ("left breast tenderness, inflamed and painful"). On (B)(6) 2019 she experienced syncope ("fainting episode"), menstrual clots ("bleed with clots") and dizziness ("dizzy"). On (B)(6) 2019 she experienced endometriosis ("fair amount of endometriosis with bilateral deeply invasive deposits of endometriosis on both uterosacral ligaments"). On (B)(6) 2019 she experienced pelvic haematoma ("developed a pelvic haematoma which was managed conservatively"), urge incontinence ("urge incontinence") and bladder pain ("bladder pain"). On (B)(6) 2020 she experienced palpitations ("palpitations"). An unknown time later she experienced device dislocation (seriousness criterion medically important), mood altered ("mood had became more labile"), hypersensitivity ("allergy symptoms"), headache ("headaches"), a second episode of genital haemorrhage ("heavy/abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bso). On (B)(6) 2017, the menstruation irregular had resolved. On (B)(6) 2019, the pelvic pain had resolved. At the time of the report, the pelvic haematoma, urge incontinence and bladder pain were resolving. The outcomes for dysmenorrhoea, neuralgia, heavy menstrual bleeding, iron deficiency anaemia, mood altered, hot flush, skin disorder, arthralgia, pain in extremity, premenstrual pain, intermenstrual bleeding, breast tenderness, syncope, menstrual clots, dizziness, endometriosis, palpitations, hypersensitivity and headache were unknown. The reporter considered device dislocation, the second episode of genital haemorrhage, headache, hypersensitivity and pain to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, dysmenorrhoea, menstruation irregular, neuralgia, heavy menstrual bleeding, iron deficiency anaemia, mood altered, hot flush, the first episode of genital haemorrhage, skin disorder, arthralgia, pain in extremity, premenstrual pain, intermenstrual bleeding, breast tenderness, syncope, menstrual clots, dizziness, endometriosis, pelvic haematoma, urge incontinence, bladder pain or palpitations. The reporter commented: essure removal on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? Yes" reported for allergy symptoms, headaches, heavy/abnormal bleeding and localised pain (outcomes regarded as "unknown"). Any continuing symptoms? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): [cardiac monitoring] on (B)(6) 2014: diagnosis: mild elevation and left ventricular end-diastolic volumes on cardiac MRI patient in 2011, whilst pregnant with a large amount of atrial ectopics during her 48-hour tape. On review of the transthoracic echocardiogram the left ventricular end-diastolic diameter was mildly elevated at 5.3 cm and review of the cardiac MRI with dr showed evidence of a right atrial web and bands within the right atrium although these seem to be of no obvious significance. The left ventricular end-diastolic volumes are mildly elevated but no obvious significant findings pointing towards a specific cardiomyopathy; on (B)(6) 2014: diagnoses: 1. Atrial bigeminy (during pregnancy) with structurally normal heart 2. Mild lv dilatation on MRI (93 ml normalised with good function MRI (B)(6) 2012; on (B)(6) 2016: diagnoses: 1. Atrial bigeminy during pregnancy 2. Structurally normal heart 3. Mild lv dilatation on MRI (93 mllm2 lv end-diastolic volume normalized to body surface area with good function on MRI (B)(6) 2012) [echocardiogram] on (B)(6) 2014: showed normal biventricular dimensions with good ventricular functions and the aorta appeared satisfactory [electrocardiogram] on (B)(6) 2014: showed a sinus arrhythmia with a heart rate of around 38/min with no definite drop beats [magnetic resonance imaging] on (B)(6) 2020: showed borderline lv dilatation and the possibility of an early cardiomyopathy was raised. She has remained asymptomatic [pathology test] on (B)(6) 2019: surgical pathology report specimens: uterus, tubes, ovaries and cervix clinical history: menorrhagia. Essure device. Endometriosis macroscopic: on slicing the uterus, there is a metal coil in-situ in the endometrial cavity. Microscopic: the cervix is benign with mild inflammation. The endometrium is poorly fixed therefore difficult to date. Foci of adenomyosis are present in the myometrium. Both ovaries are within normal limits. Both fallopian tubes are benign, with paratubal cysts. There are no atypical features diagnosis: uterus, tubes, ovaries and cervix: adenomyosis [ultrasound scan] on (B)(6) 2017: the left ovary measures 55 x 18 x 32 mm. It contains an anechoic, avascular, unilocular cyst measuring 32 x 15 x23 mm. The right ovary measures 26 x 26 x 19 mm and appears normal. There were no masses or free fluid in the pelvis. No tenderness on scanning impression: possible intramural fibroid. Left 32 mm simple cyst batch no b11715 manufacturing date: (B)(6) 2013 expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Amendment: upon internal review, company causality assessment and listedness of event menstrual clots ("bleed with clots") was amended. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("device migration") in a 41 year-old female patient who had essure inserted (lot no. B11715). Additional non-serious events are detailed below. The patient had a medical history of ectopic atrial beats (was found to have atrial ectopy during pregnancy) on (B)(6) 2020, surgery (bg-deformed metarsals b/l-had surgery on feet and had ongoing joint pains in lower limbs as compensatory but for last few months has had left arm pain, no obvious trauma, is right handed, intermittent pain in shoulder, elbow and wrist, no neck pain, no night symptoms, no pins and needles, no numbness, has dropped objects examination: no bony tenderness to spine, shoulder or wrist but some tenderness and pins and needles and numbness to hand when palpating elbow and tinels at elbow positive, sl reduced hand grip on left, no objective sensory loss, full rom to shoulder, elbow, wrist and hand diagnosis: suspected cubital tunnel syndrome) on (B)(6) 2019, hidradenitis (examination: red area about 1.5 cm across p88 sats98%) and perimenopause in 2017 and multigravida (gravida 5 para 3 having had three normal vaginal deliveries and one medical top and one surgical top.) And parity 3 (3 normal deliveries). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 47 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced dysmenorrhoea ("cramp"). On (B)(6) 2017 she experienced menstruation irregular ("irregular periods"). On (B)(6) 2017 she experienced neuralgia ("neuropathic pain in her feet"). On (B)(6) 2017 she experienced heavy menstrual bleeding ("menorrhagia"), iron deficiency anaemia ("iron deficiency anemia") and hot flush ("vasomotor symptoms"). On (B)(6) 2017 she experienced a first episode of genital haemorrhage ("slightly heavy bleeding in the first couple of days"). On (B)(6) 2018 she experienced skin disorder ("skin and subcutaneous tissue disease nos") and arthralgia ("painful joints-upper limbs"). On (B)(6) 2019 she experienced pain in extremity ("left arm pain"). On (B)(6) 2019 she experienced premenstrual pain ("worsening abdominal pain in her right and left iliac fossa which is related to her menstrual cycle. It starts a few days before and") and intermenstrual bleeding ("spotting between her periods"). On (B)(6) 2019 she experienced breast tenderness ("left breast tenderness, inflamed and painful"). On (B)(6) 2019 she experienced syncope ("fainting episode"), menstrual clots ("bleed with clots") and dizziness ("dizzy"). On (B)(6) 2019 she experienced endometriosis ("fair amount of endometriosis with bilateral deeply invasive deposits of endometriosis on both uterosacral ligaments"). On (B)(6) 2019 she experienced pelvic haematoma ("developed a pelvic haematoma which was managed conservatively"), urge incontinence ("urge incontinence") and bladder pain ("bladder pain"). On (B)(6) 2020 she experienced palpitations ("palpitations"). An unknown time later she experienced device dislocation (seriousness criterion medically important), mood altered ("mood had became more labile"), hypersensitivity ("allergy symptoms"), headache ("headaches"), a second episode of genital haemorrhage ("heavy/abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bso). On (B)(6) 2017, the menstruation irregular had resolved. On (B)(6) 2019, the pelvic pain had resolved. At the time of the report, the pelvic haematoma, urge incontinence and bladder pain were resolving. The outcomes for dysmenorrhoea, neuralgia, heavy menstrual bleeding, iron deficiency anaemia, mood altered, hot flush, skin disorder, arthralgia, pain in extremity, premenstrual pain, intermenstrual bleeding, breast tenderness, syncope, menstrual clots, dizziness, endometriosis, palpitations, hypersensitivity and headache were unknown. The reporter considered device dislocation, the second episode of genital haemorrhage, headache, hypersensitivity and pain to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, dysmenorrhoea, menstruation irregular, neuralgia, heavy menstrual bleeding, iron deficiency anaemia, mood altered, hot flush, the first episode of genital haemorrhage, skin disorder, arthralgia, pain in extremity, premenstrual pain, intermenstrual bleeding, breast tenderness, syncope, menstrual clots, dizziness, endometriosis, pelvic haematoma, urge incontinence, bladder pain or palpitations. The reporter commented: essure removal on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? Yes" reported for allergy symptoms, headaches, heavy/abnormal bleeding and localised pain (outcomes regarded as "unknown"). Any continuing symptoms? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): [cardiac monitoring] on (B)(6) 2014: diagnosis: mild elevation and left ventricular end-diastolic volumes on cardiac MRI patient in 2011, whilst pregnant with a large amount of atrial ectopics during her 48-hour tape. On review of the transthoracic echocardiogram the left ventricular end-diastolic diameter was mildly elevated at 5.3 cm and review of the cardiac MRI with dr showed evidence of a right atrial web and bands within the right atrium although these seem to be of no obvious significance. The left ventricular end-diastolic volumes are mildly elevated but no obvious significant findings pointing towards a specific cardiomyopathy; on (B)(6) 2014: diagnoses: 1. Atrial bigeminy (during pregnancy) with structurally normal heart 2. Mild lv dilatation on MRI (93 ml normalised with good function MRI (B)(6) 2012; on (B)(6) 2016: diagnoses: 1. Atrial bigeminy during pregnancy 2. Structurally normal heart 3. Mild lv dilatation on MRI (93 mllm2 lv end-diastolic volume normalized to body surface area with good function on MRI (B)(6) 2012) [echocardiogram] on (B)(6) 2014: showed normal biventricular dimensions with good ventricular functions and the aorta appeared satisfactory [electrocardiogram] on (B)(6) 2014: showed a sinus arrhythmia with a heart rate of around 38/min with no definite drop beats [magnetic resonance imaging] on (B)(6) 2020: showed borderline lv dilatation and the possibility of an early cardiomyopathy was raised. She has remained asymptomatic [pathology test] on (B)(6) 2019: surgical pathology report specimens: uterus, tubes, ovaries and cervix clinical history: menorrhagia. Essure device. Endometriosis macroscopic: on slicing the uterus, there is a metal coil in-situ in the endometrial cavity. Microscopic: the cervix is benign with mild inflammation. The endometrium is poorly fixed therefore difficult to date. Foci of adenomyosis are present in the myometrium. Both ovaries are within normal limits. Both fallopian tubes are benign, with paratubal cysts. There are no atypical features diagnosis: uterus, tubes, ovaries and cervix: adenomyosis [ultrasound scan] on (B)(6) 2017: the left ovary measures 55 x 18 x 32 mm. It contains an anechoic, avascular, unilocular cyst measuring 32 x 15 x23 mm. The right ovary measures 26 x 26 x 19 mm and appears normal. There were no masses or free fluid in the pelvis. No tenderness on scanning impression: possible intramural fibroid. Left 32 mm simple cyst. Batch no b11715, manufacturing date: 2013-03 & expiration date 2016-03-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: lawyer's reporter updated,(no relevant information), update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('device migration') in a 41-year-old female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic atrial beats (was found to have atrial ectopy during pregnancy) on (B)(6) 2020, surgery (bg-deformed metarsals b/l-had surgery on feet and had ongoing joint pains in lower limbs as compensatory but for last few months has had left arm pain, no obvious trauma, is right handed, intermittent pain in shoulder, elbow and wrist, no neck pain, no night symptoms, no pins and needles, no numbness, has dropped objects examination: no bony tenderness to spine, shoulder or wrist but some tenderness and pins and needles and numbness to hand when palpating elbow and tinels at elbow positive, sl reduced hand grip on left, no objective sensory loss, full rom to shoulder, elbow, wrist and hand diagnosis: suspected cubital tunnel syndrome) on (B)(6) 2019, hidradenitis (examination: red area about 1.5 cm across p88 sats98%) on (B)(6) 2017, perimenopause on (B)(6) 2017, parity 3 (3 normal deliveries) and multigravida (gravida 5 para 3 having had three normal vaginal deliveries and one medical top and one surgical top.). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 18 days after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("cramp"). On (B)(6) 2017, the patient experienced menstruation irregular ("irregular periods"). On (B)(6) 2017, the patient experienced neuralgia ("neuropathic pain in her feet"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia"), iron deficiency anaemia ("iron deficiency anemia") and hot flush ("vasomotor symptoms"). On (B)(6) 2017, the patient experienced the first episode of genital haemorrhage ("slightly heavy bleeding in the first couple of days"). On (B)(6) 2018, the patient experienced skin disorder ("skin and subcutaneous tissue disease nos") and arthralgia ("painful joints-upper limbs"). On (B)(6) 2019, the patient experienced pain in extremity ("left arm pain"). On (B)(6) 2019, the patient experienced premenstrual pain ("worsening abdominal pain in her right and left iliac fossa which is related to her menstrual cycle. It starts a few days before and") and metrorrhagia ("spotting between her periods"). On (B)(6) 2019, the patient experienced breast tenderness ("left breast tenderness, inflamed and painful"). On (B)(6) 2019, the patient experienced syncope ("fainting episode"), menstrual disorder ("bleed with clots") and dizziness ("dizzy"). On (B)(6) 2019, the patient experienced endometriosis ("fair amount of endometriosis with bilateral deeply invasive deposits of endometriosis on both uterosacral ligaments"). On (B)(6) 2019, the patient experienced pelvic haematoma ("developed a pelvic haematoma which was managed conservatively"), urge incontinence ("urge incontinence") and bladder pain ("bladder pain"). On (B)(6) 2020, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), mood altered ("mood had became more labile"), hypersensitivity ("allergy symptoms"), headache ("headaches"), the second episode of genital haemorrhage ("heavy/abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bso). Essure was removed on (B)(6) 2019. On (B)(6) 2017, the menstruation irregular had resolved. On (B)(6) 2019, the pelvic pain had resolved. At the time of the report, the dysmenorrhoea, neuralgia, menorrhagia, iron deficiency anaemia, mood altered, hot flush, skin disorder, arthralgia, pain in extremity, premenstrual pain, metrorrhagia, breast tenderness, syncope, menstrual disorder, dizziness, endometriosis, palpitations, hypersensitivity and headache outcome was unknown and the pelvic haematoma, urge incontinence and bladder pain was resolving. The reporter provided no causality assessment for arthralgia, bladder pain, breast tenderness, dizziness, dysmenorrhoea, endometriosis, hot flush, iron deficiency anaemia, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, mood altered, neuralgia, pain in extremity, palpitations, pelvic haematoma, pelvic pain, premenstrual pain, skin disorder, syncope, urge incontinence and the first episode of genital haemorrhage with essure. The reporter considered device dislocation, headache, hypersensitivity, pain and the second episode of genital haemorrhage to be related to essure. The reporter commented: essure removal on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? Yes" reported for allergy symptoms, headaches, heavy/abnormal bleeding and localised pain (outcomes regarded as "unknown"). Diagnostic results (normal ranges are provided in parenthesis if available): cardiac monitoring - on (B)(6) 2014: diagnosis: mild elevation and left ventricular end-diastolic volumes on cardiac MRI patient in 2011, whilst pregnant with a large amount of atrial ectopics during her 48-hour tape. On review of the transthoracic echocardiogram the left ventricular end-diastolic diameter was mildly elevated at 5.3 cm and review of the cardiac MRI with dr showed evidence of a right atrial web and bands within the right atrium although these seem to be of no obvious significance. The left ventricular end-diastolic volumes are mildly elevated but no obvious significant findings pointing towards a specific cardiomyopathy; on (B)(6) 2014: diagnoses: 1. Atrial bigeminy (during pregnancy) with structurally normal heart 2. Mild lv dilatation on MRI (93 ml normalised with good function MRI (B)(6) 2012; on (B)(6) 2016: diagnoses: 1. Atrial bigeminy during pregnancy 2. Structurally normal heart 3. Mild lv dilatation on MRI (93 mllm2 lv end-diastolic volume normalized to body surface area with good function on MRI (B)(6) 2012). Echocardiogram - on (B)(6) 2014: showed normal biventricular dimensions with good ventricular functions and the aorta appeared satisfactory. Electrocardiogram - on (B)(6) 2014: showed a sinus arrhythmia with a heart rate of around 38/min with no definite drop beats. Magnetic resonance imaging - on (B)(6) 2020: showed borderline lv dilatation and the possibility of an early cardiomyopathy was raised. She has remained asymptomatic. Pathology test - on (B)(6) 2019: surgical pathology report specimens: uterus, tubes, ovaries and cervix clinical history: menorrhagia. Essure device. Endometriosis macroscopic: on slicing the uterus, there is a metal coil in-situ in the endometrial cavity. Microscopic: the cervix is benign with mild inflammation. The endometrium is poorly fixed therefore difficult to date. Foci of adenomyosis are present in the myometrium. Both ovaries are within normal limits. Both fallopian tubes are benign, with paratubal cysts. There are no atypical features diagnosis: uterus, tubes, ovaries and cervix: adenomyosis. Ultrasound scan - on (B)(6) 2017: the left ovary measures 55 x 18 x 32 mm. It contains an anechoic, avascular, unilocular cyst measuring 32 x 15 x23 mm. The right ovary measures 26 x 26 x 19 mm and appears normal. There were no masses or free fluid in the pelvis. No tenderness on scanning impression: possible intramural fibroid. Left 32 mm simple cyst. Batch no b11715 manufacturing date: 2013-03 expiration date 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: device migration, allergy symptoms, headaches, heavy/abnormal bleeding and localised pain. Date of essure insertion updated from (B)(6) 2013 to (B)(6) 2013 and date of removal updated from (B)(6) 2019 to (B)(6) 2019; removal via hysterectomy. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. B11715) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic atrial beats (was found to have atrial ectopy during pregnancy) on 10-jan-2020, surgery (bg-deformed metarsals b/l-had surgery on feet and had ongoing joint pains in lower limbs as compensatory but for last few months has had left arm pain, no obvious trauma, is right handed, intermittent pain in shoulder, elbow and wrist, no neck pain, no night symptoms, no pins and needles, no numbness, has dropped objectsexamination: no bony tenderness to spine, shoulder or wrist but some tenderness and pins and needles and numbness to hand when palpating elbow and tinels at elbow positive, sl reduced hand grip on left, no objective sensory loss, full rom to shoulder, elbow, wrist and handdiagnosis: suspected cubital tunnel syndrome) on 1-feb-2019, hidradenitis (examination: red area about 1.5 cm across p88 sats98%) on 28-sep-2017, perimenopause on 23-jun-2017, parity 3 (3 normal deliveries) and gravida (gravida 5 para 3 having had three normal vaginal deliveries and one medical top and one surgical top.). On 28-nov-2013, the patient had essure inserted. On 18-dec-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On 29-feb-2016, the patient experienced dysmenorrhoea ("cramp"). On 23-jun-2017, the patient experienced menstruation irregular ("irregular periods"). On 27-jun-2017, the patient experienced neuralgia ("neuropathic pain in her feet"). On 13-jul-2017, the patient experienced menorrhagia ("menorrhagia"), iron deficiency anaemia ("iron deficiency anemia") and hot flush ("vasomotor symptoms"). On 10-oct-2017, the patient experienced genital haemorrhage ("slightly heavy bleeding in the first couple of days"). On 15-oct-2018, the patient experienced skin disorder ("skin and subcutaneous tissue disease nos") and arthralgia ("painful joints-upper limbs"). On 1-feb-2019, the patient experienced pain in extremity ("left arm pain"). On 27-mar-2019, the patient experienced abdominal pain ("worsening abdominal pain in her right and left iliac fossa which is related to her menstrual cycle. It starts a few days before and") and metrorrhagia ("spotting between her periods"). On 30-apr-2019, the patient experienced breast tenderness ("left breast tenderness, inflamed and painful"). On 20-aug-2019, the patient experienced syncope ("fainting episode"), menstrual disorder ("bleed with clots") and dizziness ("dizzy"). On 19-sep-2019, the patient experienced endometriosis ("fair amount of endometriosis with bilateral deeply invasive deposits of endometriosis on both uterosacral ligaments"). On 20-dec-2019, the patient experienced pelvic haematoma ("developed a pelvic haematoma which was managed conservatively"), urge incontinence ("urge incontinence") and bladder pain ("bladder pain"). On 10-jan-2020, the patient experienced palpitations ("palpitations"). On an unknown date, the patient experienced mood altered ("mood had became more labile"). The patient was treated with surgery (total laparoscopic hysterectomy and bso). Essure was removed on 2-aug-2019. On 13-jul-2017, the menstruation irregular had resolved. On 20-dec-2019, the pelvic pain had resolved. At the time of the report, the dysmenorrhoea, neuralgia, menorrhagia, iron deficiency anaemia, mood altered, hot flush, genital haemorrhage, skin disorder, arthralgia, pain in extremity, abdominal pain, metrorrhagia, breast tenderness, syncope, menstrual disorder, dizziness, endometriosis and palpitations outcome was unknown and the pelvic haematoma, urge incontinence and bladder pain was resolving. The reporter provided no causality assessment for abdominal pain, arthralgia, bladder pain, breast tenderness, dizziness, dysmenorrhoea, endometriosis, genital haemorrhage, hot flush, iron deficiency anaemia, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, mood altered, neuralgia, pain in extremity, palpitations, pelvic haematoma, pelvic pain, skin disorder, syncope and urge incontinence with essure. Diagnostic results (normal ranges are provided in parenthesis if available):cardiac monitoring - on 02-jan-2014: diagnosis: mild elevation and left ventricular end-diastolic volumes on cardiac mripatient in 2011, whilst pregnant with a large amount of atrial ectopics during her 48-hour tape. On review of the transthoracic echocardiogram the left ventricular end-diastolic diameter was mildly elevated at 5.3 cm and review of the cardiac MRI with dr showed evidence of a right atrial web and bands within the right atrium although these seem to be of no obvious significance. The left ventricular end-diastolic volumes are mildly elevated but no obvious significant findings pointing towards a specific cardiomyopathy; on 21-nov-2014: diagnoses:1. Atrial bigeminy (during pregnancy) with structurally normal heart2. Mild lv dilatation on MRI (93 ml normalised with good function MRI october 2012; on 30-nov-2016: diagnoses:1. Atrial bigeminy during pregnancy2. Structurally normal heart3. Mild lv dilatation on MRI (93 mllm2 lv end-diastolic volume normalized to body surfacearea with good function on MRI oct2012).echocardiogram - on 21-nov-2014: showed normal biventricular dimensions with good ventricular functions and the aorta appeared satisfactory.electrocardiogram - on 21-nov-2014: showed a sinus arrhythmia with a heart rate of around 38/min with no definite drop beats.magnetic resonance imaging - on 10-jan-2020: showed borderline lv dilatation and the possibility of an early cardiomyopathy was raised. She has remained asymptomatic.pathology test - on 05-aug-2019: surgical pathology reportspecimens: uterus, tubes, ovaries and cervixclinical history: menorrhagia. Essure device. Endometriosismacroscopic: on slicing the uterus, there is a metal coil in-situ in the endometrial cavity.microscopic:the cervix is benign with mild inflammation.the endometrium is poorly fixed therefore difficult to date.foci of adenomyosis are present in the myometrium.both ovaries are within normal limits. Both fallopian tubes are benign, with paratubal cysts. There are no atypical featuresdiagnosis: uterus, tubes, ovaries and cervix: adenomyosis.ultrasound scan - on 17-nov-2017: the left ovary measures 55 x 18 x 32 mm. It contains an anechoic, avascular, unilocular cyst measuring 32 x 15 x23 mm.the right ovary measures 26 x 26 x 19 mm and appears normal.there were no masses or free fluid in the pelvis.no tenderness on scanningimpression: possible intramural fibroid. Left 32 mm simple cyst. Batch no b11715 manufacturing date: 2013-03 expiration date 2016-03-31 quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 9-dec-2020: patient date of birth added. Essure start date / time and stop date / time updated. Variousmedical history, lab data and events added.a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.